Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) followed up with the customer over the phone to address the reported event. Fse instructed the customer to replace the wash probe screw, which resolved the complaint. The customer confirmed the aia-2000 instrument is operational. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The most probable cause of the reported event was due to broken screw on wash probe.

Event description:
A customer reported broken bf probe 4 screw during weekly bf probe maintenance on the aia-2000 instrument. Instrument is down. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.